Event description:
See also manufacturer report 6000032-2009-02316. The pt experienced sensory and motor loss of his right arm, hand, and shoulder. He received a neurology consult along with a CT scan of his head and an MRI of his head and neck. The outcome remains unk. No further information was reported.